Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high potassium (k) result generated by the unicel dxc 800 pro synchron clinical systems for a single pt sample. A pt sample was tested for k and a result of 6.9mmol/l was obtained. The original sample was re-tested on a different instrument in the customer's lab and k result was 5.5mmol/l. The erroneous result was not reported out of the lab, and there was no affect to pt treatment.

Manufacturer narrative:
Qc performed before and after the event was within the customer's established ranges. After the erroneous result was generated, the customer re-calibrated the ion selective electrode (ise) sys. Based on available info, the customer stop using the unicel dxc 800 pro instrument for running samples for electrolytes and requested svc. A field svc engineer (fse) sent a new k electrode tip and 2 sodium (na) electrodes to the customer's lab and asked the customer to replace them. Bci requested the k tip and the na electrodes to be sent to bci for testing. As of 06/12/08, the ise sys was performing to specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.